Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet and, per their healthcare provider¿s instruction, discontinued use and reverted to a medtronic device; the patient declined further training or troubleshooting and initiated a product return of the ilet and associated disposables. Symptoms included hypoglycemia with unclear cause. Outcomes included the decision to stop therapy with the ilet and return the device. Customer care provided support that included internal complaint review and coordination with returns processing. Investigation of this case revealed that the cause of the hypoglycemia and glucose variability could not be determined based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown.